Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial/ batch: (B)(6).

Event description:
It was reported that patient underwent a full spinal cord stimulation (scs) system explant procedure due to inadequate stimulation. All explanted device components will not be returned due to facility protocol.